Manufacturer narrative:
(B)(4).

Event description:
It was reported that while the ventilator was connected to a pt, it generated two technical error codes indicating disabled valves and internal memory error. The ventilator subsequently stopped ventilating. (B)(4).